Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation conclusion. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient was admitted with a bad device. The device and lead were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the patient was admitted with a bad device. The device and lead were replaced. No patient complications were reported as a result of this event.